Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, on (B)(6) 2020, the patient experienced high blood glucose level, therefore, the patient tried to treat it using insulin pump. Subsequently, on the same day at 01:00 pm, the patient was admitted to the hospital due to diabetic ketoacidosis and blood glucose level of 504 mg/dl. The patient stated, the infusion set fell out while sleeping. During hospitalization, the patient received intravenous insulin drip as corrective treatment. The patient was hospitalized for five days. Currently, patient's blood glucose level was 128 mg/dl. No further information available.